Event description:
It was reported that an asymptomatic patient presented with episodes of non sustained right ventricular oversensing due to crosstalk on the ventricular channel. Programming changes were suggested. No intervention was performed.